Manufacturer narrative:
It was reported that the patient has a potential patella issue and does not have full range of motion. The surgeon plans to clear tissue around the patella and exchange the poly inserts in the process. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient has a potential patella issue and does not have full range of motion. The surgeon plans to clear tissue around the patella and exchange the poly inserts in the process.